Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('heavy periods/abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), migraine ("migraines"), abdominal pain lower ("cramping"), back pain ("lower back pain,"), hot flush ("hot flashes"), female sexual dysfunction ("difficult sex/ apareunia (inability to have\ sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), anxiety ("anxiety"), depression ("depression"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), headache ("headaches"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), nausea ("nausea"), tooth disorder ("dental problem"), fatigue ("fatigue"), arthralgia ("joint pain") and abdominal pain ("belly pain"). The patient was treated with surgery (ablation and had surgery to remove the essure implant, hysterectomy with bilateral, oopherectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain lower and back pain had resolved and the menorrhagia, genital haemorrhage, dysmenorrhoea, migraine, hot flush, female sexual dysfunction, vaginal haemorrhage, anxiety, depression, bladder disorder, urinary tract disorder, headache, blood disorder, cardiac disorder, nausea, tooth disorder, fatigue, arthralgia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, blood disorder, cardiac disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received: event pain outcome were added "recovered/resolved" and new event "plaintiff did not undergo any confirmation test" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('heavy periods/abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), migraine ("migraines"), abdominal pain lower ("cramping"), back pain ("lower back pain,"), hot flush ("hot flashes"), female sexual dysfunction ("difficult sex/ apareunia (inability to have\ sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), anxiety ("anxiety"), depression ("depression"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), headache ("headaches"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), nausea ("nausea"), tooth disorder ("dental problem"), fatigue ("fatigue"), arthralgia ("joint pain") and abdominal pain ("belly pain"). The patient was treated with surgery (ablation and had surgery to remove the essure implant, hysterectomy with bilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain lower and back pain had resolved and the menorrhagia, genital haemorrhage, dysmenorrhoea, migraine, hot flush, female sexual dysfunction, vaginal haemorrhage, anxiety, depression, bladder disorder, urinary tract disorder, headache, blood disorder, cardiac disorder, nausea, tooth disorder, fatigue, arthralgia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, blood disorder, cardiac disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. On 6-jul-2020: pif received. No new significant information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("heavy periods/abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), migraine ("migraines"), abdominal pain lower ("cramping"), back pain ("lower back pain,"), hot flush ("hot flashes"), female sexual dysfunction ("difficult sex/ apareunia (inability to have\ sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), anxiety ("anxiety"), depression ("depression"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), headache ("headaches"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), nausea ("nausea"), tooth disorder ("dental problem"), fatigue ("fatigue"), arthralgia ("joint pain") and abdominal pain ("belly pain"). The patient was treated with surgery (had surgery to remove the essure implant, hysterectomy with bilateral) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, migraine, abdominal pain lower, back pain, hot flush, female sexual dysfunction, vaginal haemorrhage, anxiety, depression, bladder disorder, urinary tract disorder, headache, blood disorder, cardiac disorder, nausea, tooth disorder, fatigue, arthralgia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, blood disorder, cardiac disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events hot flashes, abnormal bleeding (general), abnormal bleeding (vaginal), difficult sex/ apareunia (inability to have\ sexual intercourse), anxiety and depression, bladder or urinary problems or changes, headaches, blood or heart disorder/condition, nausea, dental problems, previously reported event pelvic pelvic pain clubbed with in current follow up event pain, fatigue, belly pain and joints pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), dysmenorrhoea ("painful periods"), migraine ("migraines"), abdominal pain lower ("cramping") and back pain ("lower back pain,"). The patient was treated with surgery (had surgery to remove the essure implant). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, migraine, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, migraine and pelvic pain to be related to essure (ess205). The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.